Manufacturer narrative:
Destructive analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implant date: implant year is 2014 (exact date unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 10000 mcg/ml at a dose of 3200 mcg/day via an implantable pump. The indication for use was not provided. It was reported that the patient¿s chronic pain symptoms returned. It was also reported that a motor stall occurred before eri (elective replacement indicator) date. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. It was also noted that no diagnostics/troubleshooting were performed. The pump was replaced and would be returned. At the time of the report the patient status was alive without injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up. It was reported that the motor stall occurred on (B)(6) 2019. The patient experienced withdrawal syndrome, resumption of pain, and tremor related to the motor stall event. It was indicated that no contributing factors that could have contributed to the motor stall event were identified.